Event description:
FDA safety report ID# (B)(4). Smartsite extension set failed when I attached this to the angiocath during piv start. No blood return could be obtained. Switched out to a new one and it worked just fine and able to obtain blood return.